Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis due to minicap falling off. Subsequently the patient died due to peritonitis and other indications coincident with automated peritoneal dialysis (pd) therapy. It was reported that the minicap fell off due to "faulty threading". It was reported that the patient was putting on the minicap and "it went on a little cock-eyed, therefore, the patient then pushed it down harder and twisted it to straighten it out. It was reported that the inner grooves of the minicap broke off, the patient continued to use the minicap until "at some point, the cap just fell off". Three days after the minicap fell off, the patient was hospitalized for peritonitis. The peritonitis manifested by severe abdominal pain. On an unreported date in the same month as onset, the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient was treated for the peritonitis with vancomycin and ceftazidime (intraperitoneally, doses and frequencies not reported). On an unknown date, the patient's pd catheter was removed due to the peritonitis, pd therapy was discontinued and the patient was switched to hemodialysis therapy. Subsequently, over a month later, the patient passed away due to the peritonitis and other indications. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.